Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2-eua lot 91187545 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial #(B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for eua (B)(4) documented in the record #(B)(4).

Event description:
On (B)(6) 2022, genmark was advised of unexpected negative results, for sars-cov-2, on the eplex rp2 panel tested on (B)(6) 2022. The sample was positive for coronavirus. Data was analyzed per internal procedures and confirmed that robust internal control signals were generated, suggesting the consumable performed as expected. The sample was retested on the eplex rp2 panel on (B)(6) 2022, where coronavirus and sars-cov-2 was detected. Comparator testing was not conducted and effect on patient treatment in unknown.